Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the cause for the no external power alarm on the mpu was unknown and that the patient has a v-lock connector on the ac power cord. It was also noted that it was unclear if the ac power cord came loose at the wall outlet or the back of the unit and if there were any environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
Section g3: the aware date of the previously submitted report was entered as 10feb2025: the correct aware date was 04mar2025. Sections h5 and h8: corrected for reusable medical device. Manufacturer¿s investigation conclusion: the reported event of a no external power alarm on the mobile power unit (mpu) was confirmed via the submitted log files. The mpu (serial number: (B)(6) was not returned for analysis; however, a log file was submitted and data from the reported event date of 04feb2025 was reviewed. During the driveline power fault alarms at 00:21:17 on (B)(6) 2025, a no external power alarm activates due to a loss in alternating current (ac) power while connected to the mpu. The no external power alarm resolves at 00:21:33 when power to the mpu is restored. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated the serial number of the mpu, that the mpu has the v-lock connector for the ac power cord, that the cause of the no external power alarm is unknown, and that the mpu was not exchanged or returning for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mobile power unit (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook, rev. D section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU), rev. C under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook, rev. D cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a no external power event was recorded on (B)(6) 2025 at 0:21:17 while connected to mobile power unit (mpu) power. This was said to have been likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. Power was restored to the mpu, and the alarm condition was resolved.